Event description:
A peritoneal dialysis nurse has reported that the patient was out of the hospital recently due to peritonitis. The nurse stated that the patient went into the hospital from (B)(6) for peritonitis. The patient also added that she did not know her safe cap was off for an hour during setup on (B)(6) 2014. She was not connected. The patient believes that this may have caused the peritonitis. The patient continued pd treatments on (B)(6) 2014 before she went into the hospital for abdominal pain, which later showed peritonitis in the patient. Md consult note from (B)(6) 2014, stated that the patient was already on ceptaz 1g IV and 1 dose of vancomycin 1g IV at the emergency room, and should continue on empiric antibiotic therapy with vancomycin 1 g with and pd fluid every 5-6 days ceptaz with 1.25g through pd fluid daily. Patient stated that the cycler was replaced.

Manufacturer narrative:
The post market clinical staff and physician reviewed the provided medical records. A patient with esrd on peritoneal dialysis using the cycler; there was a report of a leak causing the patient to recur to performing manual exchanges. Patient recalls possibly a use-error and proceeding with manual dialysis while the cap had been off. This is a potential source of contamination. The physician agreed with the decision to report this as a serious injury possibly due to use error, with a prior malfunction of the cassette (fluid leak). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.